Manufacturer narrative:
(B)(4). The reported symptom "unit doesn't turn on when clamp is inserted in the keyhole" implies the pump is not recognizing an opened door. This symptom was experienced during evaluation as a result of a failed upper latch switch. The failed upper latch switch caused the device to delay in recognizing an open door, resulting in the device alarming system error 320. The upper auxillary assembly was replaced.

Event description:
It was reported that a spectrum pump "unit doesn't turn on when clamp is inserted in the keyhole ". Any patient involvement, injury or medical intervention is unknown.